Manufacturer narrative:
Sc-1132, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was frequently charging the ipg and was having difficulty charging. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg and was having difficulty charging. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg will be returned